Event description:
It was reported that a non-pacemaker dependent patient presented with failure to capture. Fluoroscopy revealed no slack in the lead. The rv lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.